Manufacturer narrative:
The patient has known obstructive cardiomyopathy, hematoma, and an lvad device. The patient underwent approximately 5 surgeries during this stay and this event was one of those surgeries. According to the facility and the clinical representative, the patient had his fourth lvad replacement, a transectomy and a couple other surgeries after this event. The adverse event was attributed to the patient's health condition and there was no malfunction associated with any of the bwi equipment or products. The facility did not notify biosense webster of this event as it took place on (B)(6) 2010. This information was relayed to bwi regulatory department by another doctor from the same hospital during an unrelated conversation. Upon receipt of this information, a complaint was created for this event, however the facility had refused service since there was no product malfunction and the catheter involved in the procedure was discarded, therefore, no analysis can be performed. If the product is returned to bwi in the future, a supplemental report will be submitted as required. Concomitant products: stockert 70 rf generator, catalog # s7001, (B)(4). Coolflow® irrigation pump, catalog # cfp001, (B)(4).

Event description:
It was reported while using a bi-directional catheter when ablating a patient with cardiomyopathy and there was a perforation which resulted in a complication. A left ventricular assistance device was done and later it was reversed. The systems involved were a stockert, cool flow, and a bi-directional catheter that will not be returned. The serial numbers, catalog, and lot numbers are unknown. The date of the event was unknown. Facility contact number unknown.